Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported per medwatch number mw5119104: "after 1.5 hrs. Of treatment, the dialysis machine kept alarming for the air detector and noticed air accumulating in the venous chamber. Air removal attempted and noticed more air in the line and treatment paused. Unable to return blood to the patient. Pt. Lost about 125 ml when removed line from the pump. A pinhole was noted in the arterial line that was connected to the pump."